Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the label on the box of bd insyte¿ autoguard¿ shielded IV catheters did not match the product inside. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one picture sample was received for evaluation by our quality engineer. Through inspection of the picture sample, it can be verified that the insyte autoguard 22gx1.00 (blue), lot: 7360983 product was inside the product carton for insyte autoguard 20gx1.00 (pink), lot: 7360985, thus confirming the mixture of the product. The pink product was packaged shortly after the blue product during batch production. DHR review: a review of the batch history of the device was completed for product # 38182314 lot 7360983. After this analysis it can be verified that insyte autoguard 22g x 1.00in lot (blue color) 7360983 was packed on 29-dec- 17 and then lot 7360985 of insyte autoguard 20gx.1.00in (pink color) began to be packed. The analysis of the tests performed along the packaging process of both lots no evidenced mixed of product inside the packages. Qn / ncmr review: there were no nonconformities of mix up for the lots involved in this complaint. It has been determined that the incorrect carton was within the packaging machine at the time of packaging set up and the defect went unnoticed by the operator. The manufacturing procedure has been reviewed and updated to prevent this type of defect from reoccurring. Complaints received for this issue will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the label on the box of bd insyte¿ autoguard¿ shielded IV catheters did not match the product inside. There was no report of exposure, injury, or medical intervention.